Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2026) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED STATES FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES: - LEGION CONCELOC TIBIAL BASEPLATE WITH A LEGION CR POROUS FEMORAL COMPONENTS: IMPLANTED IN THREE THOUSAND EIGHT HUNDRED AND TWENTY-SEVEN (3,827) KNEES BETWEEN 01-JAN-2012 AND 31-MAR-2026. OF THESE, FIFTY-TWO (52) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: LESS THAN ELEVEN (11) KNEES DUE TO FRACTURE, FOURTEEN (14) KNEES DUE TO INFECTION, LESS THAN ELEVEN (11) KNEES DUE TO INSTABILITY, TWELVE (12) KNEES DUE TO MECHANICAL LOOSENING, LESS THAN ELEVEN (11) KNEES DUE TO OTHER MECHANICAL COMPLICATIONS, TWELVE (12) KNEES DUE TO PAIN, LESS THAN ELEVEN (11) KNEES DUE TO STIFFNESS, LESS THAN ELEVEN (11) KNEES DUE TO OTHER REASONS. OF THE 52 TOTAL REVISION SURGERIES, 41 WERE PREVIOUSLY SUBMITTED TO FDA AND 11 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - LEGION CONCELOC TIBIAL BASEPLATE WITH A JOURNEY II BCS FEMORAL COMPONENTS: IMPLANTED IN EIGHT HUNDRED AND NINETEEN (819) KNEES BETWEEN 01-JAN-2012 AND 31-MAR-2026. OF THESE, TWENTY-FIVE (25) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: LESS THAN ELEVEN (11) KNEES DUE TO INFECTION, LESS THAN ELEVEN (11) KNEES DUE TO INSTABILITY, ELEVEN (11) KNEES DUE TO MECHANICAL LOOSENING, LESS THAN ELEVEN (11) KNEES DUE TO OTHER MECHANICAL COMPLICATIONS, LESS THAN ELEVEN (11) KNEES DUE TO STIFFNESS, LESS THAN ELEVEN (11) KNEES DUE TO ALL OTHER CAUSES. - LEGION CONCELOC TIBIAL BASEPLATE WITH A JOURNEY II CR FEMORAL COMPONENTS: IMPLANTED IN ONE THOUSAND AND TWENTY-TWO (1,022) KNEES BETWEEN 01-JAN-2012 AND 31-MAR-2026. OF THESE, SIXTEEN (16) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: LESS THAN ELEVEN (11) KNEES DUE TO FRACTURE, LESS THAN ELEVEN (11) KNEES DUE TO INFECTION, LESS THAN ELEVEN (11) KNEES DUE TO INSTABILITY, LESS THAN ELEVEN (11) KNEES DUE TO MECHANICAL LOOSENING, LESS THAN ELEVEN (11) KNEES DUE TO OTHER MECHANICAL COMPLICATIONS, LESS THAN ELEVEN (11) KNEES DUE TO HEMATOMA OR WOUND COMPLICATIONS, LESS THAN ELEVEN (11) KNEES DUE TO PAIN, LESS THAN ELEVEN (11) KNEES DUE TO ALL OTHER CAUSES. - LEGION CONCELOC TIBIAL BASEPLATE WITH A LEGION CR CEMENTED FEMORAL COMPONENTS: IMPLANTED IN ONE HUNDRED AND EIGHTY-NINE (189) KNEES BETWEEN 01-JAN-2012 AND 31-MAR-2026. FROM THESE, LESS THAN ELEVEN (<11) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: INFECTION, INSTABILITY, MECHANICAL LOOSENING, AND OTHER MECHANICAL COMPLICATIONS. DUE TO THE STRATIFIED AND AGGREGATED NATURE OF THE DATA, THE EXACT NUMBER OF REVISION PROCEDURES COULD NOT BE DETERMINED. - LEGION CONCELOC TIBIAL BASEPLATE WITH OTHER UNSPECIFIED CEMENTLESS FEMORAL COMPONENTS: IMPLANTED IN ONE HUNDRED THIRTY SIX (136) KNEES BETWEEN 01-JAN-2012 AND 31-MAR-2026. FROM THESE, LESS THAN ELEVEN (11) REVISION SURGERIES ARE REPORTED BY THE AJRR. WHILE THE EXACT NUMBER IS NOT SPECIFIED, THE FOLLOWING REASON FOR REVISION IS IDENTIFIED: OTHER UNSPECIFIED MECHANICAL COMPLICATIONS. DUE TO THE STRATIFIED AND AGGREGATED NATURE OF THE DATA, THE EXACT NUMBER OF REVISION PROCEDURES COULD NOT BE DETERMINED. A TOTAL OF AT LEAST FIFTY-FOUR (54) NEW REVISION EVENTS WERE IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE DATA OBTAINED FROM THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR) FOR THE SMITH & NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE LEGION TOTAL KNEE SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. AJRR REPORTS THAT FOR THE LEGION CONCELOC TIBIAL BASEPLATES IN COMBINATION WITH ONE OF THE FOLLOWING FEMORAL COMPONENTS: LEGION CR POROUS, JOURNEY II BCS, JOURNEY II CR, LEGION CR CEMENTED OR OTHER UNSPECIFIED CEMENTLESS FEMORAL COMPONENTS. ALL WERE IN LINE WITH THE CLASS ACROSS ALL YEARS OF FOLLOW-UP. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED STATES FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES: - LEGION CONCELOC TIBIAL BASEPLATE WITH A LEGION CR POROUS FEMORAL COMPONENTS: IMPLANTED IN THREE THOUSAND EIGHT HUNDRED AND TWENTY-SEVEN (3,827) KNEES BETWEEN 01-JAN-2012 AND 31-MAR-2026. OF THESE, FIFTY-TWO (52) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: LESS THAN ELEVEN (11) KNEES DUE TO FRACTURE, FOURTEEN (14) KNEES DUE TO INFECTION, LESS THAN ELEVEN (11) KNEES DUE TO INSTABILITY, TWELVE (12) KNEES DUE TO MECHANICAL LOOSENING, LESS THAN ELEVEN (11) KNEES DUE TO OTHER MECHANICAL COMPLICATIONS, TWELVE (12) KNEES DUE TO PAIN, LESS THAN ELEVEN (11) KNEES DUE TO STIFFNESS, LESS THAN ELEVEN (11) KNEES DUE TO OTHER REASONS. OF THE 52 TOTAL REVISION SURGERIES, 41 WERE PREVIOUSLY SUBMITTED TO FDA AND 11 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - LEGION CONCELOC TIBIAL BASEPLATE WITH A JOURNEY II BCS FEMORAL COMPONENTS: IMPLANTED IN EIGHT HUNDRED AND NINETEEN (819) KNEES BETWEEN 01-JAN-2012 AND 31-MAR-2026. OF THESE, TWENTY-FIVE (25) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: LESS THAN ELEVEN (11) KNEES DUE TO INFECTION, LESS THAN ELEVEN (11) KNEES DUE TO INSTABILITY, ELEVEN (11) KNEES DUE TO MECHANICAL LOOSENING, LESS THAN ELEVEN (11) KNEES DUE TO OTHER MECHANICAL COMPLICATIONS, LESS THAN ELEVEN (11) KNEES DUE TO STIFFNESS, LESS THAN ELEVEN (11) KNEES DUE TO ALL OTHER CAUSES. - LEGION CONCELOC TIBIAL BASEPLATE WITH A JOURNEY II CR FEMORAL COMPONENTS: IMPLANTED IN ONE THOUSAND AND TWENTY-TWO (1,022) KNEES BETWEEN 01-JAN-2012 AND 31-MAR-2026. OF THESE, SIXTEEN (16) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: LESS THAN ELEVEN (11) KNEES DUE TO FRACTURE, LESS THAN ELEVEN (11) KNEES DUE TO INFECTION, LESS THAN ELEVEN (11) KNEES DUE TO INSTABILITY, LESS THAN ELEVEN (11) KNEES DUE TO MECHANICAL LOOSENING, LESS THAN ELEVEN (11) KNEES DUE TO OTHER MECHANICAL COMPLICATIONS, LESS THAN ELEVEN (11) KNEES DUE TO HEMATOMA OR WOUND COMPLICATIONS, LESS THAN ELEVEN (11) KNEES DUE TO PAIN, LESS THAN ELEVEN (11) KNEES DUE TO ALL OTHER CAUSES. - LEGION CONCELOC TIBIAL BASEPLATE WITH A LEGION CR CEMENTED FEMORAL COMPONENTS: IMPLANTED IN ONE HUNDRED AND EIGHTY-NINE (189) KNEES BETWEEN 01-JAN-2012 AND 31-MAR-2026. FROM THESE, LESS THAN ELEVEN (<11) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: INFECTION, INSTABILITY, MECHANICAL LOOSENING, AND OTHER MECHANICAL COMPLICATIONS. DUE TO THE STRATIFIED AND AGGREGATED NATURE OF THE DATA, THE EXACT NUMBER OF REVISION PROCEDURES COULD NOT BE DETERMINED. - LEGION CONCELOC TIBIAL BASEPLATE WITH OTHER UNSPECIFIED CEMENTLESS FEMORAL COMPONENTS: IMPLANTED IN ONE HUNDRED THIRTY SIX (136) KNEES BETWEEN 01-JAN-2012 AND 31-MAR-2026. FROM THESE, LESS THAN ELEVEN (11) REVISION SURGERIES ARE REPORTED BY THE AJRR. WHILE THE EXACT NUMBER IS NOT SPECIFIED, THE FOLLOWING REASON FOR REVISION IS IDENTIFIED: OTHER UNSPECIFIED MECHANICAL COMPLICATIONS. DUE TO THE STRATIFIED AND AGGREGATED NATURE OF THE DATA, THE EXACT NUMBER OF REVISION PROCEDURES COULD NOT BE DETERMINED. A TOTAL OF AT LEAST FIFTY-FOUR (54) NEW REVISION EVENTS WERE IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE DATA OBTAINED FROM THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR) FOR THE SMITH & NEPHEW DEVICES REFERENCED IN THIS REPORT.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00264760-1-L42,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, fifty-two (52) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, fourteen (14) knees due to infection, less than eleven (11) knees due to instability, twelve (12) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA in which a LEGION CONCELOC Tibial Baseplate was implanted in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.05% (0.76%-1.46%) vs 1.07% (1.03%-1.11%) of the class ;-At 2nd postoperative year: 1.58% (1.18%-2.10%) vs 1.61% (1.56%-1.67%) of the class ;-At 3rd postoperative year: 2.07% (1.49%-2.87%) vs 1.91% (1.85%-1.97%) of the class ;-At 4th postoperative year: 2.07% (1.49%-2.87%) vs 2.15% (2.09%-2.22%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the cementless TKR class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L43,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, fifty-two (52) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, fourteen (14) knees due to infection, less than eleven (11) knees due to instability, twelve (12) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA in which a LEGION CONCELOC Tibial Baseplate was implanted in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.05% (0.76%-1.46%) vs 1.07% (1.03%-1.11%) of the class ;-At 2nd postoperative year: 1.58% (1.18%-2.10%) vs 1.61% (1.56%-1.67%) of the class ;-At 3rd postoperative year: 2.07% (1.49%-2.87%) vs 1.91% (1.85%-1.97%) of the class ;-At 4th postoperative year: 2.07% (1.49%-2.87%) vs 2.15% (2.09%-2.22%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the cementless TKR class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L44,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, fifty-two (52) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, fourteen (14) knees due to infection, less than eleven (11) knees due to instability, twelve (12) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA in which a LEGION CONCELOC Tibial Baseplate was implanted in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.05% (0.76%-1.46%) vs 1.07% (1.03%-1.11%) of the class ;-At 2nd postoperative year: 1.58% (1.18%-2.10%) vs 1.61% (1.56%-1.67%) of the class ;-At 3rd postoperative year: 2.07% (1.49%-2.87%) vs 1.91% (1.85%-1.97%) of the class ;-At 4th postoperative year: 2.07% (1.49%-2.87%) vs 2.15% (2.09%-2.22%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the cementless TKR class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L45,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, fifty-two (52) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, fourteen (14) knees due to infection, less than eleven (11) knees due to instability, twelve (12) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA in which a LEGION CONCELOC Tibial Baseplate was implanted in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.05% (0.76%-1.46%) vs 1.07% (1.03%-1.11%) of the class ;-At 2nd postoperative year: 1.58% (1.18%-2.10%) vs 1.61% (1.56%-1.67%) of the class ;-At 3rd postoperative year: 2.07% (1.49%-2.87%) vs 1.91% (1.85%-1.97%) of the class ;-At 4th postoperative year: 2.07% (1.49%-2.87%) vs 2.15% (2.09%-2.22%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the cementless TKR class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L46,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, fifty-two (52) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, fourteen (14) knees due to infection, less than eleven (11) knees due to instability, twelve (12) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA in which a LEGION CONCELOC Tibial Baseplate was implanted in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.05% (0.76%-1.46%) vs 1.07% (1.03%-1.11%) of the class ;-At 2nd postoperative year: 1.58% (1.18%-2.10%) vs 1.61% (1.56%-1.67%) of the class ;-At 3rd postoperative year: 2.07% (1.49%-2.87%) vs 1.91% (1.85%-1.97%) of the class ;-At 4th postoperative year: 2.07% (1.49%-2.87%) vs 2.15% (2.09%-2.22%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the cementless TKR class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L47,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, fifty-two (52) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, fourteen (14) knees due to infection, less than eleven (11) knees due to instability, twelve (12) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA in which a LEGION CONCELOC Tibial Baseplate was implanted in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.05% (0.76%-1.46%) vs 1.07% (1.03%-1.11%) of the class ;-At 2nd postoperative year: 1.58% (1.18%-2.10%) vs 1.61% (1.56%-1.67%) of the class ;-At 3rd postoperative year: 2.07% (1.49%-2.87%) vs 1.91% (1.85%-1.97%) of the class ;-At 4th postoperative year: 2.07% (1.49%-2.87%) vs 2.15% (2.09%-2.22%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the cementless TKR class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L48,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, fifty-two (52) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, fourteen (14) knees due to infection, less than eleven (11) knees due to instability, twelve (12) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA in which a LEGION CONCELOC Tibial Baseplate was implanted in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.05% (0.76%-1.46%) vs 1.07% (1.03%-1.11%) of the class ;-At 2nd postoperative year: 1.58% (1.18%-2.10%) vs 1.61% (1.56%-1.67%) of the class ;-At 3rd postoperative year: 2.07% (1.49%-2.87%) vs 1.91% (1.85%-1.97%) of the class ;-At 4th postoperative year: 2.07% (1.49%-2.87%) vs 2.15% (2.09%-2.22%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the cementless TKR class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L49,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, fifty-two (52) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, fourteen (14) knees due to infection, less than eleven (11) knees due to instability, twelve (12) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA in which a LEGION CONCELOC Tibial Baseplate was implanted in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.05% (0.76%-1.46%) vs 1.07% (1.03%-1.11%) of the class ;-At 2nd postoperative year: 1.58% (1.18%-2.10%) vs 1.61% (1.56%-1.67%) of the class ;-At 3rd postoperative year: 2.07% (1.49%-2.87%) vs 1.91% (1.85%-1.97%) of the class ;-At 4th postoperative year: 2.07% (1.49%-2.87%) vs 2.15% (2.09%-2.22%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the cementless TKR class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L50,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, fifty-two (52) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, fourteen (14) knees due to infection, less than eleven (11) knees due to instability, twelve (12) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA in which a LEGION CONCELOC Tibial Baseplate was implanted in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.05% (0.76%-1.46%) vs 1.07% (1.03%-1.11%) of the class ;-At 2nd postoperative year: 1.58% (1.18%-2.10%) vs 1.61% (1.56%-1.67%) of the class ;-At 3rd postoperative year: 2.07% (1.49%-2.87%) vs 1.91% (1.85%-1.97%) of the class ;-At 4th postoperative year: 2.07% (1.49%-2.87%) vs 2.15% (2.09%-2.22%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the cementless TKR class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L51,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, fifty-two (52) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, fourteen (14) knees due to infection, less than eleven (11) knees due to instability, twelve (12) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA in which a LEGION CONCELOC Tibial Baseplate was implanted in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.05% (0.76%-1.46%) vs 1.07% (1.03%-1.11%) of the class ;-At 2nd postoperative year: 1.58% (1.18%-2.10%) vs 1.61% (1.56%-1.67%) of the class ;-At 3rd postoperative year: 2.07% (1.49%-2.87%) vs 1.91% (1.85%-1.97%) of the class ;-At 4th postoperative year: 2.07% (1.49%-2.87%) vs 2.15% (2.09%-2.22%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the cementless TKR class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264760-1-L52,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Porous Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual Legion CONCELOC Porous Tibial Baseplate reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted combined with a LEGION CR Porous Femoral Component. Of these, fifty-two (52) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, fourteen (14) knees due to infection, less than eleven (11) knees due to instability, twelve (12) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, twelve (12) knees due to pain, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to other reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand eight hundred and twenty-seven (3,827) knees underwent primary TKA in which a LEGION CONCELOC Tibial Baseplate was implanted in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.05% (0.76%-1.46%) vs 1.07% (1.03%-1.11%) of the class ;-At 2nd postoperative year: 1.58% (1.18%-2.10%) vs 1.61% (1.56%-1.67%) of the class ;-At 3rd postoperative year: 2.07% (1.49%-2.87%) vs 1.91% (1.85%-1.97%) of the class ;-At 4th postoperative year: 2.07% (1.49%-2.87%) vs 2.15% (2.09%-2.22%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the cementless TKR class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L1,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L2,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L3,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L4,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L5,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L6,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L7,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L8,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L9,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L10,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L11,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L12,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L13,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L14,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L15,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L16,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L17,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L18,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L19,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L20,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L21,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L22,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L23,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L24,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325050-1-L25,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1- June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of eight hundred and nineteen (819) knees underwent primary TKR in between 01-Jan-2012 and 31-Mar-2026 which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component. Of these, twenty-five (25) knees required revision due to the following reasons: less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to stiffness, less than eleven (11) knees due to all other causes.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and nineteen (819) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a JOURNEY II BCS Femoral Component, in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.07% (1.24%¿2.89%) vs 1.33% (1.11%¿1.54%) of the class;-At 2nd postoperative year: 3.16% (1.92%¿4.38%) vs 2.03% (1.75%¿2.31%) of the class;-At 3rd postoperative year: 3.99% (2.43%¿5.52%) vs 2.56% (2.24%¿2.89%) of the class;-At 4th postoperative year: 4.30% (2.62%¿5.95%) vs 2.76% (2.42%¿3.11%) of the class;;The AJRR analysis identified a statistically significant increase in overall revision risk for the study cohort compared with the reverse hybrid comparator population, as demonstrated by the age and sex adjusted hazard ratio analysis (HR 1.567, 95% CI 1.036¿2.371; p=0.0334). While other revision categories, including infection, instability, pain, stiffness, fracture, and other mechanical complications, did not demonstrate statistically significant differences versus the comparator cohort, revision for mechanical loosening was identified as the primary contributor to the observed revision signal. As noted by the AJRR, registry data are not component-specific; therefore, although revision events were identified in procedures containing the LEGION CONCELOC Tibia and JOURNEY II BCS Femoral components, the registry does not permit determination of which implanted component was responsible for a given revision event.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L1,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L2,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L3,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L4,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L5,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L6,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L7,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L8,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L9,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L10,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L11,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L12,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L13,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L14,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L15,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325102-1-L16,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, one (1) knee required revision due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one thousand and twenty-two (1,022) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component. Of these, sixteen (16) knees required revision due to the following reasons: less than eleven (11) knees due to fracture, less than eleven (11) knees due to infection, less than eleven (11) knees due to instability, less than eleven (11) knees due to mechanical loosening, less than eleven (11) knees due to other mechanical complications, less than eleven (11) knees due to hematoma or wound complications, less than eleven (11) knees due to pain, less than eleven (11) knees due to all other causes.;;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand and twenty-two (1,022) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted along with a JOURNEY II CR Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.19% (0.60%¿1.77%) vs 1.41% (1.18%¿1.64%) of the class. ;-At 2nd postoperative year: 1.71% (0.87%¿2.55%) vs 2.04% (1.75%¿2.32%) of the class. ;-At 3rd postoperative year: 2.14% (1.09%¿3.19%) vs 2.55% (2.22%¿2.87%) of the class. ;-At 4th postoperative year: 2.31% (1.18%¿3.44%) vs 2.75% (2.40%¿3.09%) of the class.;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION CONCELOC Tibial Baseplate and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325219-1-L1,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplate,,,,,,K211221,,IN,"It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one hundred and eighty-nine (189) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a LEGION CR Cemented Femoral Component. From these, less than eleven (<11) revision surgeries were due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the American Joint Replacement Registry (AJRR), a total of one hundred and eighty-nine (189) knees underwent primary TKR between 01-Jan-2012 and 31-Mar-2026 in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a LEGION CR Cemented Femoral Component. From these, less than eleven (<11) knees required revision due to the following reasons: infection, instability, mechanical loosening, and other mechanical complications. Due to the stratified and aggregated nature of the data, the exact number of revision procedures could not be determined.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in United States;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-nine (189) knees underwent primary TKR in which a LEGION CONCELOC Tibial Baseplate was implanted in combination with a LEGION CR Cemented Femoral Component in United States between 01-Jan-2012 and 31-Mar-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.09% (0.27%¿4.28%) vs 1.39% (1.18%¿1.63%) of the class;-At 2nd postoperative year: 2.11% (0.65%¿6.76%) vs 2.06% (1.79%¿2.36%) of the class;-At 3rd postoperative year: 2.11% (0.65%¿6.76%) vs 2.58% (2.27%¿2.93%) of the class;-At 4th postoperative year: 2.11% (0.65%¿6.76%) vs 2.79% (2.46%¿3.16%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the hybrid TKR class, as determined by overlapping 95% confidence intervals.;The source registry reported fewer than eleven (<11) revision procedures. Due to the stratified and aggregated nature of the data, the exact number of revisions cannot be determined. The AJRR incorporates CMS data and is subject to CMS cell suppression policies, which prohibit the reporting of cells containing values from 1 through 10 in order to protect the confidentiality of Medicare and Medicaid beneficiaries. Consequently, the registry reports these events as ""<11"" rather than providing the exact count. As the precise number of revisions is unavailable, a single line item is reported to represent the identified revision signal.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325656-1-L1,,7/16/2026,5/1/2026,LEGION CONCELOC Cementless Total Knee System,LEGION CONCELOC Tibial Baseplates,,,,,,K211221,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR), a total of one hundred thirty six (136) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Mar-2026, using LEGION CONCELOC Tibial Baseplates with other unspecified cementless Femoral component. From these, less than eleven (<11) revision surgeries were due to unknown reasons. Based on the stratification used by AJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR), a total of one hundred thirty six (136) knees underwent primary TKA procedures between 01-Jan-2012 and 31-Mar-2026, using LEGION CONCELOC Tibial Baseplates with other unspecified cementless Femoral component. From these, less than eleven (11) revision surgeries are reported by the AJRR. While the exact number is not specified, the following reason for revision is identified: other unspecified mechanical complications. Due to the stratified and aggregated nature of the data, the exact number of revision procedures could not be determined.;Timeframe of Registry data: Implantations conducted between 01-Jan-2012 and 31-Mar-2026 in the United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION CONCELOC Cementless Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred thirty six (136) primary TKA procedures with a LEGION CONCELOC Tibial Baseplates with other unspecified cementless Femoral component have been performed in the United States between 01-Jan-2012 and 31-Mar-2026. ;The cumulative revision rates for these components are in line with the revision rates provided for the AJRR all other cementless TKA primary procedures (referred to as ¿the class¿ below) from the first through the fourth postoperative year, as shown by the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.58% (0.00%-1.70%) vs 1.07% (1.03%-1.11%) of the class.;-At 2nd postoperative year: 0.87% (0.00%-2.55%) vs 1.61% (1.55%-1.66%) of the class.;-At 3rd postoperative year: 1.03% (0.00%-3.02%) vs 1.90% (1.84%-1.96%) of the class.;-At 4th postoperative year: 1.16% (0.00%-3.39%) vs 2.14% (2.07%-2.20%) of the class.;;The source registry reported fewer than eleven (<11) revision procedures. Due to the stratified and aggregated nature of the data, the exact number of revisions cannot be determined. The AJRR incorporates CMS data and is subject to CMS cell suppression policies, which prohibit the reporting of cells containing values from 1 through 10 in order to protect the confidentiality of Medicare and Medicaid beneficiaries. Consequently, the registry reports these events as ""<11"" rather than providing the exact count. As the precise number of revisions is unavailable, a single line item is reported to represent the identified revision signal.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;